Manufacturer narrative:
Plant investigation: the complaint sample was not available for evaluation and no meaningful photographs were provided for review. A review of the instructions for use (IFU) determined that the reported event is adequately addressed. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not done. All dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization); however, leaks due to adverse environmental conditions or mechanical stress during treatment may occur in very few cases. A production records review was performed on the reported lot. An investigation of the device history records (DHR) revealed that all products were found to be conforming to specifications. The review did not find any indication that there was a relationship with the reported failure mode. Based on the available information, the reported event has been confirmed.

Event description:
It was reported that a dialyzer blood leak occurred fifteen minutes into a patient¿s hemodialysis (hd) treatment. The machine reportedly alarmed with a blood leak alert, and the blood leak was visually observed in the dialysate. The incident resulted in approximately 50 ml (or less) of blood loss. The sample was not expected to be returned for evaluation. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.